Manufacturer narrative:
(B)(4). Batch # u5ce4e. Investigation summary: photo images along with the device was returned for evaluation. Upon visual inspection of seven photos, the following was observed: the first photo shows an echelon device and a little object inside of a plastic jar. The second photo shows a tyvek of product code sc60a from top view. The third photo shows a device from jaws area and no anomalies could be observed. From fourth to eighth photos shows a little metal piece. The device analysis found that one sc60a device was returned with no apparent damage and with no reload received. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed, and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. In addition, a metal piece inside a plastic jar was received for analysis: however, this piece did not belong the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any difficulties noted and no cartridge was returned for analysis. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a respiratory surgery, something like a part of a device or a foreign matter fell off when a scrub nurse was using the device during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.